Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tha, while impacting the r3 cup, the r3 straight shell impactor lost the cup. It got broken. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem

Manufacturer narrative:
B5: describe event or problem, d4: expiration date , h4: device manufactured date and h6: health effect - impact code. Section h3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the r3 straight shell impactor is fractured. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated complaints concluded that there are prior actions related to this device and failure mode. In addition, it was concluded that there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tha, while impacting the r3 cup, the r3 straight shell impactor lost the cup. Upon inspection, the doctor noticed the tip of the instrument was fractured. The procedure was resumed, after a non-significant delay, with a s+n back-up device. It is unknown if pieces fell into the patient. No injury was reported.